Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The complaint was not confirmed as no evaluation results are available. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The end of the dc cable melted a little.